Event description:
A report was received that the patient underwent four back surgeries for an unknown reason. It was also noted that on the patients previous explant procedure the physician left an anchor inside the patients body and it protruded out.